Event description:
It was reported that during a surgical procedure conducted at the user facility the trigger was sticking causing the device to continue to run after the trigger was released. The procedure was completed successfully without a delay; no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, trigger sticking and device was constantly running, was not duplicated. However, it was confirmed as the service technician found the trigger to be sticky, which can cause or contribute to the handpiece continuing to run after the trigger is released. Upon disassembly, the trigger housing was found to be cracked, which can cause or contribute to trigger sticking issues.

Event description:
It was reported that during a surgical procedure conducted at the user facility the trigger was sticking causing the device to continue to run after the trigger was released. The procedure was completed successfully without a delay; no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.